Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: dtbc2d4 ICD, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015; 6935m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported an infection occurred. The organism was identified as (B)(6). The implantable cardioverter defibrillator (ICD) system was explanted and the absorbable envelope had been partially absorbed and was discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.